Event description:
It was reported that the touchscreen is scratched affecting visability. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.